Event description:
The following was reported to hamilton medical ag: 1. Detailed complaint and failure description: during preventive maintenance, after 2 minutes buzzer beeping test, the ventilator forgot real time and can not continue ventilation without resetting date and time. 2. Health effects: no patient involvement therefore: clinical signs, symptoms, or conditions: none observed or reported. Health impact: no adverse health consequences or impacts occurred during the event.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: 1. Detailed complaint and failure description: during preventive maintenance, after 2 minutes buzzer beeping test, the ventilator forgot real time and can not continue ventilation without resetting date and time. 2. Health effects: no patient involvement therefore: clinical signs, symptoms, or conditions: none observed or reported. Health impact: no adverse health consequences or impacts occurred during the event.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed self-test should not be viewed as a malfunction and an immediate or critical failure, but as part of the pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. Therefore, a failed self-test is not considered a reportable event.